Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/21/2015 with the following findings:investigation revealed that the display screen is dim, fading, and discolored and the battery compartment was cracked. Investigation was completed using the returned battery cap. Unrelated to these issues, the label on the pump was found to be torn/peeled/illegible. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display screen is dim, fading, and discolored and the battery compartment was damaged. This report is made based on results of investigation completed on 05/21/2015.